Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. Investigation summary the reported event for the sc60a device was suspect tampering. This is an analysis of the photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a box with a label product code sc60a, lot # r93p5p, exp. Date: 2025-02-28. Lot number was reviewed, and it belongs to a ec45a device. Also, the expiration date printed on the label does not match with the expiration date recorded on the quality tracking system 2021-05-31. Additionally, the labels on the packaging are not from j&j and the code ec45a could be seen printed on one of the labels. Based on the photos reviewed, the tampered product is confirmed. Additional information was requested and the following was obtained: how was the product purchased? Test purchase performed by a (B)(4) supplier. Is there an indication of how the product was distributed? No, it is part of the investigation. Is there any indication of the source? No. Based on the packaging, is there any indication of which market the original genuine product may have come from? No. Was the device used on a patient? If so, was there any patient consequence? No. Is a photo available of the product? Yes.

Event description:
It was reported that gbp latam team performed a test purchase in colombia due to a suspicious seller. Product sc60a - batch number r93p5 ¿ suspicious of tampering ¿ batch is invalid for this product. This batch is related to the product ec45a ¿ label is not from j&j.